Event description:
It was reported that the device had shorter than expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 694765, implantable tachy lead, 2002-(B)(6); 5076-52, implantable pacing lead, 2002-(B)(6). (B)(4).